Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One video was reviewed. A health professional is seen connecting the catheter to an inflation device. Inflation is attempted but leak is noted near the proximal end of the balloon. However, the specific cause of the leak could not be identified in the video. No other anomalies noted. Therefore, the investigation is confirmed for the reported leak as the device leaked upon inflation. A definitive root cause for the alleged leak could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a valvuloplasty procedure, the serum allegedly leaked on the proximal part of the balloon, between the balloon and the catheter. It was further reported that the syringe indicated that it was not reaching the nominal atm in a normal way and it had taken longer than normal to inflate it. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a valvuloplasty procedure, the serum allegedly leaked on the proximal part of the balloon, between the balloon and the catheter. It was further reported that the syringe indicated that it was not reaching the nominal atm in a normal way and it had taken longer than normal to inflate it. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.